Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical representative tried to replicate the customer's reported issue but was no longer reproducible. Initiated to exchanged mainboard and sent the defective one to fa lab for evaluation. There is no exact root cause determined, but most likely the issue is caused by a hardware issue on the epc. Vyaire medical will included this complaint with the on-going trending analysis.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. The customer reported that when they rebooted the unit, blue screen disappeared. Vyaire medical preliminary analysis confirmed that the issue is not affecting the ventilation control. Initiated main board replacement as it maybe the possible cause of issue, requested the defective part to send back for analysis. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that one of respiratory technician had an issue with a bellavista 1000 us. The unit appeared blue screen and the set therapy mode continued while on a patient. It was confirmed that the respiratory therapist swapped the ventilator with no patient harm.